Manufacturer narrative:
The field service engineer determined the analyzer had bad tubing. The incubator water and lamp were checked. All rinse heads were checked and were adjusted as necessary. Nozzle tips and rinse tubing were replaced. The system ran fine within specifications. The operator calibrated, ran controls, and ran patient samples for one test; these ran fine. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 4.8 mg/dl and repeated as 8.9 mg/dl. The repeat value was deemed correct. The calcium reagent lot number and expiration date were requested, but not provided.